Event description:
Cardiopulmonary bypass was established routinely on this operation with normal and expected values. Approximately 6 to 8 minutes into cardiopulmonary bypass, the perfusionist noticed a significant drop in pressure and large amount of venous return into the reservoir, the mean arterial pressure was reading 30 mmhg. The venous line was clamped immediately in order to return the blood volume back to the patient. It was then observed that the volume in the reservoir was not being transfused back to the patient. The pump console was reading 3600-4600 rpm, but the flow rate was displaying a flow of 0.9-1.2 lpm, and the pump line pressure was approximately 54 mmhg. It was obvious the pump was not generating the proper forward flow. The surgeon and anesthesiologist were notified of the problem and the backup perfusionist was called (was in house at the time) for additional troubleshooting support. The rotaflow pump console and bypass circuit were checked carefully for tubing kinks and other issues. The rotaflow console was placed into "free mode" per operational protocol. No issues were identified that would cause the problem. A backup rotaflow pump was brought into the room (by the backup perfusionist) and the original pump was exchanged. This change did not rectify the problem, so the emergency hand crank was used. The hand crank appeared to resolve the flow problem, so it was utilized for the duration of the operation. The period of sub-optimal perfusion flow was approximately 20-30 minutes. Near the end of cardiopulmonary bypass, the patient was placed on an intra-aortic balloon pump for additional cardiac support. This was not abnormal as the patient had a relatively low ejection fraction prior. The patient was then weaned from cardiopulmonary bypass successfully. After the operation was completed, the patient was transferred to (B)(6). The patient appeared to be doing well from a cardiac standpoint, but during the post-operative period, he was diagnosed with severe anoxic brain injury. We do not have sufficient information at this time to answer all questions. More information will be available following the ecri investigation upon request.